Event description:
It was reported that during an anterior cruciate ligament surgery the flipcutter could not be flipped. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint is confirmed. Upon visual investigation, it was noted that the cutter tip, cutter pins, and one of the slots at the distal end of the shaft had broken off, and one twisted. Of the flipcutter® ii, 9 mm. The broken pieces were not returned for investigation. Functional testing was performed, and it noted that the device was stuck due to the detached cutter and damaged and the end of the distal end of the shaft. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion; prying/leveraging the device during insertion.